Event description:
It was reported that during a pulmonary vein isolation a intellanav mifi open-irrigated catheter showed the excessive high temperature error message which terminated the radiofrequency delivery. The tableside was checked and irrigation fluid pumping out of the catheter side port was noticed. The issue was solved by replacing the catheter and the procedure was successfully completed with no patient complications. Device is expected to be returned.

Manufacturer narrative:
The device was been received to boston scientific for analysis. Visual inspection confirmed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.